Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. The generator has been returned and is under evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a splenectomy, the surgeon was working on a 5mm vessel, received an end tone indicating that sealing had occurred. The surgeon reported that the vessel had not been sealed. The surgeon attempted another seal on a different 5mm vessel and the event occurred again. The surgeon eventually used manual ligation to achieve hemostasis and gave the pt two blood transfusions to complete the procedure.